Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing elevated blood glucose (bg) levels up to 457 (mg/dl), nausea, dizziness and borderline diabetic ketoacidosis. It was also reported that the pump did not alert the customer that insulin was not being delivered. Prior to visiting the ER customer used pump to address bg levels; however, bg levels did not decrease. While in the ER, customer was treated with insulin injections and released in less than 24 hours with bg level of 127 (mg/dl). It was indicated that manual injections would be used for diabetes management.